Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose level of 400 mg/dl. Customer alleged that the pump did not deliver insulin as intended. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended, however, the customer maintained the allegation that the pump did not deliver as intended. Reportedly, the customer continued to use the pump for insulin therapy.